Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer troubleshoot the analyzer over the phone. The cts had the customer replace the sample probe which resolved the issue. No further issues were noted after part replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported obtaining false low sodium (na), carbon dioxide (co2), creatinine (cre), alanine aminotransferase (alt), and albumin (alb) patient results for two (2) patients involving the dxc 700 au clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.